Event description:
It was reported that during an acl (anterior cruciate ligament) repair a screw unit was used to secure a graft but the head cracked into pieces. It was further reported that the surgeon reduced the head of the screw with an arthroscopy shaver. The shavings were flushed from knee with saline. The failure did not appear to affect the stability of the graft.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. This event is related to facility medwatch report (B)(4).